Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent posterior repair with graft, mesh trim, enterocele repair and bilateral sacrospinous fixation, grafting material with surgisis on (B)(6) 2011. It was reported that the patient underwent posterior repair with posterior pinnacle kit and enterocele repair on (B)(6) 2012. No additional information was provided.